Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 395 mg/dl with polydypsia associated with a call service alarm issue. It was reported that the pump emitted greater than 3 (cs 078 and cs 064) alarms in 30 days. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/22/2015 with the following findings: evaluation revealed that there were no cs 078 alarm or any eaw occurred during the investigation, the product performs within specifications. Investigators were unable to duplicate ¿cs078¿ complaint. The pump¿s cover was removed, moisture corrosion was found to the motor drive circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).